Event description:
Initial result for a pt sodium was 129 mmol/l. When repeated, the results was 137 mmol/l. The incorrect result was not used to guide treatment. The filed service rep. Repaired the instrument by replacing the sodium electrode.